Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient had hypoglycemic shock due to inaccuracies and was admitted to the hospital for "over a week". There was no information about symptoms, treatment or cgm and bg values. There is no patient information to obtain additional information about the reported event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.